Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance and difficulty removing from the anatomy could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents for this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.0x15mm mini trek balloon dilatation catheter (bdc) was unable to advance though the heavily calcified lesion in the distal left anterior descending (lad) coronary artery, due to anatomy. During device removal, resistance was met with anatomy and the distal shaft separated. The guide catheter, guide wire and bdc were removed. The separated distal shaft was pulled out and nothing was left in the patient. Following, a 2.0x8mm nc trek dilatation catheter failed to cross the lesion due to anatomy. The case was ended. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided regarding this device issue.